Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the zenith aaa endovascular graft iiiac leg was originally placed in 2010. The patient experienced an increase in the aneurysm size to 10 cm in 2015. A type ii endoleak had been suspected and surgery was planned. During the procedure in 2015, jet extravasation was observed from three suture holes of the stent graft. It was treated successfully with a patch and the patient condition was reported as recovered.